Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a signal loss and an adverse event occurred. The patient's wife stated she found the patient on the floor after falling out of bed and called 911. She indicated the alerts on the g5 mobile application did not alert for low glucose and administered the patient with glucotabs. When the paramedics arrived, they asked the patient's wife to provide the patient with juice. At the time of event, the patient stated they were in pain from their fall and indicated they fell on their shoulder and injured it. No additional patient or event information is available. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. The probable cause was the transmitter and app were unable to establish a connection.